Manufacturer narrative:
Implantable neurostimulator was received but analysis is not yet done. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, a manufacturer representative reported impedances out of range for contacts 8 to 15. The lead impedances were within normal limits with use of the mltc. The battery was retested three times. A new implantable neurostimulator (ins) was opened and impedances were normal. The issue was reported as resolved. The indication for use was unknown. On (B)(6) 2017, additional information was received from the manufacturing representative (rep) reporting that no patient symptoms we re reported as the device was never implanted. The patient's weight was unknown and the patient's name and date of birth were reported, which were confirmed with their account. No further complications were reported/anticipated.

Manufacturer narrative:
No anomalies were identified with the implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.